Event description:
It was reported that the patient had their ins device removed due to intense and painful shocking from the stimulation, despite troubleshooting. The patient states that since the implant of the device, the stimulation was always painful even after returning home. The patient requested for the stimulation to be shut off, and stimulation has been shut off ever since.

Manufacturer narrative:
Date of event (b3) was not reported, therefore an estimated date was reported in this field. Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Manufacturer narrative:
Date of event (b3) was not reported; therefore, an estimated date was reported in this field. Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient will have their ins device removed due to intense and painful shocking from the stimulation, despite troubleshooting. The patient states that since implant of the device, the stimulation was always painful even after returning home. The patient requested for the stimulation to be shut off, and stimulation has been shut off ever since. The patient was explanted, as planned and is doing fine after the procedure.